Manufacturer narrative:
510(k) # of similar product code 826631: k914479. UDI: (B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
At the end of the complaint description on complaint (B)(4): "clinician had patient this week whose icp was reading negative despite a scan showing a horrible contusion and midline shift." On (B)(6) 2016 reps reply to the above: "the second complaint was on the back of the complaint, the last line of her email which referenced the clinician had an issue with a microsensor. I have contacted the team on approximately 6 occasions to try and ascertain any further detail but I haven't received any. What I can confirm is that they did not know the lot number and there is no product to be returned. Also I was informed that there was no adverse events."